Event description:
Extension of surgery was reported due to the screw not following the trajectory of the drill and continuing to veer superior.

Manufacturer narrative:
The associated devices were returned and evaluated. Upon visual inspection, the drop and guide exhibit some aesthetic wear, with the drop having nicks on the rounded end. The two parts appropriately fit together when assembled. A dimensional analysis was performed on the drop, which was found to be within manufacturing specifications. Our investigation did not determine a specific cause of the experienced failure. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.